Event description:
It was reported that they were trying to have an MRI done, but they don't know how to put the device on MRI mode. Agent tried to walk the pt through MRI mode, but they got a message no device found and went to passive recharge mode with 87-96-93. Patient(pt) will continue to charge both their implants to full and will call back for MRI mode. Patient called back and stated that they saw software problem 1. Intellis 2. 3.6 3. 243 4. Qf port message. Patient reset the controller and was routed to pairing screen but keep getting looking for a device screen. Patient stated that it keeps not finding the device. Patient also mentioned that implant moved. Patient need to get an MRI but they cannot charge this implant but was able to charge the other one. Patient tried using another recharge and was able to get to no device screen. Patient enter passive recharge 86-93-96 and eventually get batteries screen with controller at 30% and ins in red. Patient will continue charging ins and the controller. A request was sent to repair to replace the recharger. Patient called back for assistance placing their implants in MRI mode. Patient reported no device found when using controller from august implant; patient stated they think this is their upper implant, but does not remember which one was implanted first. After connecting recharger batteries screen displayed with controller at 60% and implant at 100% excellent then good, poor, and good connection. Agent had patient place device into MRI mode. Patient connected to june implant and reported controller and implant both at 90%; agent had patient place device into MRI mode. Agent reviewed information.

Manufacturer narrative:
Continuation of d10: due to the patient having multiple implants, it was unknown which one of the patient's implants had moved. Brand name intellis; product ID 97715 (serial: (B)(6); implant date: (B)(6) 2024; brand name intellis; product ID 97715 (serial: (B)(6); implant date: 2024-06-24 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.